Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device smoking was duplicated. Based on the investigation details, the likely cause was problems with the motor and worn rotor coupler. The motor, motor housing, rotor and bearings were replaced along with other components. Service will repair and return the handpiece to the customer.

Event description:
It was reported that the handpiece started to smoke where it connects to the handpiece cord during a wisdom tooth extraction. The procedure was successfully completed with another device. There was no pt or user injury reported, and there were no adverse consequences reported as a result of this event.